Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Red status indicator flashing and beeping.

Event description:
No patient involved. Red status indicator flashing and beeping.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. During the investigation, the device was failing to power on, and the status indicator was flashing red as per the reported fault. Additionally, the device would not initialise when connected to the pc via usb. This was due to a fault with the microprocessor which was potentially caused by an 18v overvoltage and damage to the component. This was likely due to corrosion within the membrane as track 14 of the membrane is routed to pin 18 of the microprocessor (u25). Corrosion within the membrane would also account for the multiple manual power ons, mainly of ten minute duration recorded in the history log, despite not being able to measure the fault during the investigation. The corrosion within the membrane, on the on/off dome would suggest the device had been stored in adverse conditions, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.